Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other concomitant products: 693558 lead implanted on (B)(6) 2012 competitor ICD implanted on (B)(6) 2012 other devices involved in this event: heartware ventricular assist system ¿ cac adapter / (B)(4)/ model #: 1430us / catalog #: 1430us UDI #: (B)(4), return date: 2018-09-25, device evaluation anticipated, but not yet begun (B)(4). Heartware ventricular assist system ¿ cac adapter/ (B)(4)/ model #: 1430us / catalog #: 1430us UDI #: (B)(4), return date: 2018-09-25 , device evaluation anticipated, but not yet begun (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced power switching involving one controller and two alternating current (ac) adapters. The site reported that the patient started experiencing power switching when the power source in port one was changed from the battery to the ac adapter. The site placed the battery back into port one and the issue did not occur again. The site then used a loaner ac adapter with the controller and the power switching was replicated. The controller was switched to the patient¿s back up controller and the power switching was no longer reproduced using the same two ac adapters. The site further reported that the patient experienced additional power switching on the back up controller when one of the power sources were switched from the battery to the ac adapter. The site concluded that the power switching occurred with an ac adapter in port one and a battery in port two. It was also noted that there was no damage to the controller or its power connectors and the patient¿s ac adapter was treated with lubrication prior to being issued. The patient's ac adapter was replaced and the hospital's loaner ac adapter will not be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. Two controller ac adapters were returned for evaluation. Failure analysis of the returned, (B)(4), revealed that the device passed visual examination and functional testing. Failure analysis of the returned, (B)(4), revealed that the device was not able to provide power due to an open circuit along the output connector cable. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several momentary disconnections involving an ac adapter. Momentary disconnections will result in an audible tone or "beep". This observation is also related to the damaged cable observed during functional testing. A power source lubrication procedure was performed for (B)(4) on (B)(6) 2018 to mitigate the reported conditions. There is no evidence that the lubrication servicing was performed on (B)(4). As a result, the reported power switching could not be confirmed; however, the reported beeps were confirmed. Based on the available information, the most likely root cause of the reported beeps can be attributed to a damaged cable, causing intermittent connections between the controller and ac adapter. The most likely root cause of the damaged cable can be attributed to wear and/or to the handling of the device. Additional products: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.